Event description:
The patient reported since her ipg's were placed, she has been experiencing hives on her face, buzzing in her head, tingling down her leads, unable to focus her eyes, dizziness, nausea and lethargy. The patient also reports "feeling like her skin is burning from the inside". The device is helping with her dyskinesia. The patient reports the symptoms go away somewhat when the device is off, but then starts to get a headache. The patient is questioning a possible allergic reaction. Additional information has been requested from the hcp but was not available on the date of this report.